Event description:
Device report from synthes europe reports an event in (B)(6) as follows: patient was implanted with eight (8) universal reduction screws (urs) and two (2) nflex rods on an unknown date. Patient was returned to the or in october 2012 (date unknown) for the first revision surgery due to persistent pain. Patient was revised with 2 cages, plif and the nflex rods were replaced with uss bars. Patient was also returned to the o.r. For a second revision on (B)(6) 2013. This report is for the 1st revision on the unknown nflex rod. This is 10 of 10 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product codes: mnh, mni, kwq, kwp reported date of revision surgery/ explant date was (B)(6) 2012 (date unknown). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
This is 10 of 10 reports for the same event, complaint #(B)(4).